Event description:
Reporter indicated a vns therapy pt presented with a dcdc code of 0 on a system diagnostics. The pt is not able to perceive stimulation, even with the use of the magnet; however, the pt stated, "this has been the case for a long time." "There is currently no evidence that her seizures have increased or that she is experiencing any pain." Good faith attempts to obtain additional info have been unsuccessful to date.